Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis revealed that the reported atrial undersensing was the result of a leaky ceramic capacitor.

Event description:
It was reported that there was undersensing on the atrial lead and t-wave pacing on ventricular. The device was replaced and the leads remain implanted. No further patient complications have been reported as a result of this event.